Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670, k231373. H.6. Investigation summary: material #: 367861; lot/batch #: 4045176. Bd received 500 samples for investigation. The samples were evaluated by visual examination and 10 were functionally tested and the indicated failure mode for tube push off with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and were functionally tested and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the tube pushed off the non-patient needle. There was no report of patient impact.